Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he experienced an ongoing issue with the meter not holding charge at 5pm on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and/or exercise. He claimed immediately after the start of the issue, he developed symptoms of ¿shaky¿ and on an unknown date and time, he consumed ¿more food/drink¿. He denied receiving any additional treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no trauma or misuse of the product. The patient confirmed that the meter had been charged until the charge complete message appeared. The patient was unable to answer if the meter¿s battery needed to be replaced. The patient did not have test strips with him at the time of the call and the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.